Manufacturer narrative:
The 2nd and 3rd radiesse lot info: catalog#: 8069m0k1, lot#: 1024539, expiration date: 02/2013. Manufactured date: 02/01/2011. Catalog#: 8042m0k3, lot#: 1024549, expiration date: 12/2012. Manufactured date: 12/2010. The device history records for radiesse lots 1024861, 1024539 and 1024549 were reviewed. All required testing specifications were met prior to release; there were no abnormalities noted. During a f/u with the medical manager of skin health experts medical, she reported that the pt is doing well; they expect a full recovery for her.

Event description:
The pt was injected with radiesse dermal filler in the nl folds (bilaterally), cheeks (bilaterally) and marionette lines (bilaterally) on (B)(6) 2011. The following day ((B)(6) 2011), the pt felt increased inflammation along the right nl fold, up to the nasal alar with an increase of pain and pustule. The pt was sent to the ER, was treated with augmentin, had the pustules drained, but no culture done. The ER sent the pt home, despite the pt feeling dizzy. On (B)(6) 2011, the pt sent a photo to (B)(6) (medical manager), which she recognized as necrosis. She sent the pt back to the ER (due to the holiday weekend), updated the medical director at skin health experts medical, and requested a culture to be taken. A CT scan was taken and the pt was placed on bactrim, warm compresses and a medrol dose pack. (B)(6) also prescribed nitropaste and sent the pt to a hyperbaric oxygen chamber (on (B)(6) 2011).